Manufacturer narrative:
The delivery pusher was returned for evaluation. The implant coil was confirmed to be detached from the pusher and was not returned. There was no evidence of thermal detachment on the pusher's heater coil. The monofilament exhibited a stretched tail shape at the tip, indicating that tensile forces were applied to the pusher, which caused the implant to detach; however, the exact source of the forces could not be determined.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization to treat an intracranial aneurysm, the embolization coil detached during advancement. The coil was removed in its entirety from the patient. There was no reported patient injury, or additional intervention.